Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced intermittent communication failure with the ilet bionic pancreas and ilet, while the dexcom app continued to display glucose readings; connectivity subsequently reestablished. Symptoms included a blood glucose peak of 260 mg/dl with associated patient-reported symptoms of thirst and muscle tension. Outcomes included no long-term health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device components implicated in the electrical and magnetic pathway and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.